Event description:
During baxter's functionality testing of a spectrum pump, it displayed the air in line message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarm, which was reproduced. The confirmed alarm was found to be caused by a failed upstream sensor. The failed upstream sensor was replaced.